Event description:
The valve was explanted due to 4+ aortic regurgitation. Intraoperatively, the valve was noted to have a large amount of calcification. The surgeon attempted to remove the valve; however, the entire root needed to be excised because of "dense inflammatory reactions secondary to endocarditis". The valve was replaced with a 27mm medtronic freestyle valve. A pacemaker was implanted in 2/2001.